Event description:
Contacted dexcom tech support to report 2 faulty sensors at the first of april. I've been told 3 separate times that two replacement sensors will be mailed out within 3 to 5 business days. Here it is at the last of april and still no sensors. I really think that they are avoiding my constant calls and complaints. I rely on these to maintain a healthy blood sugar reading's. Ref report: mw5169922.